Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not charging) was confirmed. Upon evaluation the battery pack would not recharge and was unable to power up a test monitor. Corrosion was discovered on the battery pack pca board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the corroded battery pack. The patient was issued a replacement battery pack.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that one of the patient's batteries was not charging. The patient was issued a replacement battery pack.